Manufacturer narrative:
Device was manufactured on 04/07/2014 and has been previously repaired at zimmer biomet surgical on (B)(6) 2015. Investigation revealed damage to the head and 3" width plate. Prior to repair, the device operated within motor speed specifications. The device was outside calibration specifications at the zero thickness setting. Repair of the device included replacement of the head, 3" width plate and standard repair parts. The customer's reported events were not reproduced or confirmed during testing and causes cannot be determined at this time. The device was repaired and returned to the customer. There are no recommended actions at this time.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the screws of the device were coming loose during use and was skipping while taking the skin. Additional clinical information determined that the issue occurred during surgery and there was patient harm/injury and an impact/damage to graft harvest reported. The initial graft harvest was able to be used in bits, however an additional graft harvest of 18 cm was taken. The surgery was completed using an alternate device with a extension of 16-30 minutes to the surgery, while the patient was under anesthesia at the time of delay.